Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR. : fg emerge mr, ous 2.50mm x 12mm balloon catheter was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination found no issues with the hypotube shaft. No kinks or damages with the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a complete circumferential balloon tear 22.9cm from the port exchange. No issues were noted with the bumper tip.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery (lad). After the guidewire was advanced into the lad side. A 3.0mm x 10mm wolverine was used but could not cross the lesion due to calcification. Then lesion preparation was attempted with a 2.50mm x 12mm emerge balloon catheter and inflated up to nominal pressure, but the indentation did not improve. Further inflation was performed, and balloon rupture was observed at approximately 14 atmospheres. So, a non-bsc device was used to complete the procedure without issue. It was confirmed that the wolverine device did not rupture; it was a no cross.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery (lad). After the guidewire was advanced into the lad side. A 3.0mm x 10mm wolverine was used but could not cross the lesion due to calcification. Then lesion preparation was attempted with a 2.50mm x 12mm emerge balloon catheter and inflated up to nominal pressure, but the indentation did not improve. Further inflation was performed, and balloon rupture was observed at approximately 14 atmospheres. So, a non-bsc device was used to complete the procedure without issue.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery (lad). After the guidewire was advanced into the lad side. A 3.0mm x 10mm wolverine was used but could not cross the lesion due to calcification. Then lesion preparation was attempted with a 2.50mm x 12mm emerge balloon catheter and inflated up to nominal pressure, but the indentation did not improve. Further inflation was performed, and balloon rupture was observed at approximately 14 atmospheres. So, a non-bsc device was used to complete the procedure without issue.

Manufacturer narrative:
(B)(6). Device evaluated by MFR. : fg emerge mr, ous 2.50mm x 12mm balloon catheter was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination found no issues with the hypotube shaft. No kinks or damages with the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a complete circumferential balloon tear 22.9cm from the port exchange. No issues were noted with the bumper tip.